Event description:
During blood gas draw, the blood reached the vented plunger and did not seal the syringe. Blood could run down the shaft of the syringe to the outside of the barrel. Specimen was taken to lab so that staff could explain the equipment failure and the specimen could be run immediately to prevent additional needle stick for the patient. Manufacturer response for blood gas kit, pro-vent (per site reporter): reported equipment failure with smith medical (smith medical representative). Expecting return call from smith medical customer service to troubleshoot this event as well as 2 others- all same equipment failure.